Event description:
It was reported that the customer was unable to transfer images to the pacs system. This failure may cause delay in diagnosis or treatment for the patient. There was no injury reported. Field service bypassed the external interface board, and was able to make the system operate as intended. A replacement interface board has been ordered and will be installed.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The system external interface board was bypassed during the service call. The system was tested and found to be working as intended and put back into service. The interface board will be replaced when it is available.